Event description:
The turbohawk ths-ss-cl was passed over a wire into the posterior tibial artery. One pass was made and an angio was then taken and there was a small stain in the area of treatment. A 2.5mm artery balloon was then inflated in the same location. After the balloon was deflated, post angio was taken and there was no staining left and the vessel looked very good.

Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.